Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited loss of capture as a result of lead dislodgement. The lead was successfully repositioned. The following day, the threshold measurements had increased and another lead dislodgement was confirmed. As a result, the device was reprogrammed. No adverse patient effects were reported.